Event description:
It was reported that when opening the packaging and removing the nc trek balloon catheter from the hoop, the physician observed that the catheter was damaged. Two kinks were noted at the hypotube and the balloon was kinked at the proximal part. The device was not used on the patient. Another unit was used without issue. There was no clinically significant delay of procedure reported. Returned device analysis noted that the inner member of the catheter was separated at the proximal end of the proximal balloon marker. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported kink in the shaft was confirmed. Although there was a kink reported in the balloon, a separation was confirmed at that location. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.